Event description:
Event description guidant received information that the rate/sense portion of this chronic ventricular implantable lead was surgically abandoned. The rate/sense portion of this lead had been repaired with a sleeve at the last routine device changeout and this repaired site was found to not fit into the header of the new device at this most recent device changeout procedure.